Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive calibration error alarms and change sensor alarms with more than one sensor. Customer's blood glucose was 40 mg/dl and treated with sugar. Troubleshooting was performed and customer was advised that sensors would be replaced.